Manufacturer narrative:
(B)(4). The customer reported receiving "speaker malfunction" inop". No pt harm was reported. Philips has not yet determined if there was any loss of audio. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported receiving "speaker malfunction" inop". No pt harm was reported.